Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a low lithium battery was confirmed and reproduced during product evaluation. The assignable cause was a depleted lithium battery. The lithium battery was replaced to correct the reported condition. The user interface module software version is 5.04.00. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump that has a low lithium battery. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "cardo cath lab" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.